Event description:
The physician was attempting to implant a 2.5 mm diameter x 18mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient. It was reported that the stent was faulty on deployment and that the stent slid off the balloon. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: incorrect technique/procedure. Conclusion: device failure related to user handling. (B)(4).

Manufacturer narrative:
Results: root cause of the reported event cannot be determined; limited information available, stent dislodgement. Conclusion: root cause of the reported event cannot be determined; limited information available. (B)(4).

Event description:
Additional information has confirmed that the stent slippage occurred in vitro during the preparation of the device; the stent came off with the protective sheath on removal from the balloon.